Manufacturer narrative:
The reported complaint "circ press: 34 failed". Performed xdcr cal, exhal press cal failed at 0 cmh2o" was unable to be confirmed or duplicate. The reported complaint "xdcr fault", "low pip", "low ve", high pip, and high rate alarms occurred" was able to be confirmed and duplicated. Found that xdcr pt802 failed causing the reported issues.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator while on a patient experienced "transducer fault, low pip, low ve, high pip and high rate" alarms. There was no patient injury or harm associated with the reported issue.